Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the metal inset piece of pacing wire broke off of the line. Upon placing the infant back in bed and changing diaper, part of the capped pacing wire was noted to be in the bed (glove finger, gauze). The glove and gauze were taken apart and then it was discovered that the the metal inset piece of pacing wire was also in the gauze. Therefore, it was broken off the line. Cardiovascular surgery came and took down the pacing wire down.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. A visual inspection was conducted on the returned pacing wire. The pacing wire arrived with no packaging. The wire shows signs of use including being bent in multiple locations as well as debris on the wire surface. Further inspection of the wire shows that one of the metal pins has disconnected from the wire. Review of the broken wire shows that the sheathing has been bent at the break location. Wire can still be seen inside of the crimp indicating that the wire did not pull loose. The complaint is confirmed. As the product has been used it cannot be determined what caused the wire to bend and break at the junction of the wire and metal connector. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.